Event description:
Initial reporter indicated that the site's programming wand "was no longer working." Good faith attempts are being made for the product return for analysis and additional info about the reported event.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.